Event description:
During a therapeutic ureteroscopy the doctor was moving stone fragments into the coil and then breaking them up with a laser while they were in the coil. There was an extremely hard stone so the doctor turned up the holmium laser and lasered right inside the coil, causing the small tip and one coil to break off the stone cone. The doctor retrieved these fragments with a grasper and continued the case.